Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection was performed. According to the investigation, event history log was not available. The customer's reported problem was confirmed. The pump was found to be displaying "1260" error code alarm message on power up during the investigation. Further investigation found damage microprocessor unit board, internal real time clock lithium battery lead pad, missing back labels and broken battery door. According to the investigation, the reported problem was caused by damaged mpu board induced by the used. Investigation reported that the pump mpu board with broken battery door and labels will be replaced. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd legacy plus pump, the pump exhibited error 1260. Reported that there was no patient involvement.